Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported the back side of the plunger spills liquid. To aid in the investigation, two samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for leakage and passed. A device history record review was completed for provided material number 309653, lot 3096946. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
(B(4). Additional information. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? = no, but since the propofol drains out the back it seems to me that there was a significant risk of infection because there is an open connection. Fortunately, it was identified in time and acted upon. Back side of plunger spills liquid.

Event description:
Back side of plunger spills liquid.

Manufacturer narrative:
Pr (B)(6): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.